Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted and replaced with an OEM ICD. The following physician's office noted that there was a fracture of the rv lead and it had high impedances; however, they did not have note as to why this ICD was replaced. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.